Event description:
It was reported that a minimum fill notification occurred. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.